Event description:
As reported by our brazilian affiliate, after implantation of a 23mm sapien xt valve, tee and angiography revealed moderate paravalvular leak (pvl). An additional 1ml of volume was used to post dilate the valve; however, the result was the same, pvl was noted at the same intensity and with a slight central flow. The patient's hemodynamic condition was poor; it was decided to implant a second valve, but a size of 26mm. The second valve implanted successfully. The volume used was nominal and it was noted that the first implanted valve was expanding along with the new valve, retaining its circular shape. The results were all satisfactory as the second valve eliminated the pvl and central leak. The patient's hemodynamic condition improved with a gradient less than 15 mmhg. As reported, the first valve, 23mm sapien xt was chosen as there was too much calcium in the region of the aortic valve and there was a risk annulus rupture. The native annulus measured 24x19mm by CT. The native aortic annulus was severely calcified, the native leaflets were severely calcified and the aortic root was severely calcified. The patient had moderate ventricular septal hypertrophy and mild mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was not held but there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause for the paravalvular leak appears to be undersizing of the valve. Patient (severely calcified native/leaflets and aortic root) may have also contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.